Event description:
It was reported that during testing, the device was getting hot. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed score marks on the rotor and worn out bearings.